Manufacturer narrative:
Product was returned with the following findings: the pump was returned to animas for evaluation and evaluated. All keypad buttons are responding intermittently. Removed the keypad and found adhesive under the contacts.

Event description:
The reporter claimed that the buttons required several presses to activate the desired pump functions. Issue was not resolved via troubleshooting.